Event description:
It was reported that the patient¿s blood glucose reached 260 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.